Event description:
It was reported that the 30 degree endoscope image was upside down during a procedure. The nurse called after the procedure had ended, stating that they had attempted to remove and reseat the endoscope multiple times to resolve the issue. It was explained that removing the endoscope and pressing the usm clutch button or the instrument clutch button on the associated arm would clear the guided tool change information. Upon reinstalling the endoscope, the image should display correctly and not be upside down. It was noted that this issue could occur if the endoscope is perpendicular to the floor, resulting in no clear up or down orientation. No error logs were applicable to this situation. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the robotics coordinator has not heard any further complaints and had no further information; they informed they were not there that day. They believed the reported issue was due to user error. The logs were reviewed, and the same scope was used again on (B)(6) 2025. No complaints were forwarded to the robotics coordinator who was on site that day.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) contacted the customer and confirmed it was discussed with them how to resolve issue with upside down image. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. Isi did not receive the da vinci product with an alleged issue to perform failure analysis. An RMA was not issued for return. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. The probable root cause cannot be determined based on the information provided and fse's evaluation. The fse's did not reveal any issues related to the customer reported event.